Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of the right common femoral vein was attempted using a proglide device after a procedure. Imaging of the access site was not performed. Reportedly, ¿upon pull back of the plunger the sutures were undone¿, the sutures came out with the device. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿upon pull back of the plunger the sutures were undone¿ was confirmed based on the suture remaining in the suture bearing. No imaging of the access site was performed. It should be noted that the proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU violation contributed to the reported difficulties. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number, expiration date. H4: device mfg date.